Event description:
Per the clinic, the patient experienced recurrent infections around the implant site. The device was explanted on (B)(6) 2009. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(4).

Manufacturer narrative:
(B)(4).